Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, leakage from channel or nonconformity of channel was not confirmed. Relation between the reported event and the subject device could not be judged. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to local service department of olympus. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from flushing air/water channel and flushing/brushing suction biopsy channel of the subject device tested positive for pseudomonas aeruginosa (10-100 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3. There was no report of infection associated with this report.